Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke at 237 000 j. The patient and procedure outcome are unknown.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic inspection identified the glass cap and metal cap were detached and did not return with the fiber. It is likely that the fiber experienced inadvertent heavy tissue contacts and a decrease in saline flow causing elevated temperatures, leading to circumferential fractures, epoxy failures, and cap/tip detachments. The fiber was also tested and identifies there were no signs of breakage along length of fiber. The reported fiber break complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke at 237 000 j. The patient and procedure outcome are unknown.